Event description:
Failure analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured at weld site and ~8mm proximal of weld site. The proximal section of j stiffener wire measures ~80mm and has migrated down lead body ~20mm proximal of weld site. Visual inspection under 30x magnification also indicates ~2.5mm of the proximal end of the j stiffener wire which fractured ~8mm proximal of weld site is protruding out of the outer polyurethane insulation ~10mm proximal of weld site. It appears that the entire j stiffener wire was received with all recorded measurements adding up to ~88mm. Visual inspection under 30x magnification also indicates lead was snipped or cut into two sections, with evidence of flared coil wire ends. X-ray of lead confirms j stiffener wire fractures.